Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached rrt (recommended replacement time) sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5071-53 implantable pacing lead, (B)(6) 2010; 407652 implantable pacing lead, (B)(6) 2010; 6984m implantable lead extender, (B)(6) 2010. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.